Event description:
Spontaneous call from patient¿s mother reporting that pump 414012 began to alarm with no error message. They attempted to silence alarm and removed batteries and pump continued to alarm. Patient was left with no functioning pump and had to go to hospital pending receipt of replacement pump that is due to arrive today. Fault did not occur while in use. Fault resulted in patient needing to go to hospital to maintain therapy while she waited for additional pump to arrive. Device available for investigation. Patient did not have backup device available because all recent pumps sent to patient have failed. Patient went to hospital as a result infusion is life sustaining. Replacement pump being sent to patient. No injury/adverse events reported. No other information available. Reported to (B)(6) by: patient/caregiver.